Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
Please check the attached file for the investigation results. (B)(4).

Event description:
It was reported that after a tka, the surgeon feels a palpable jump of the patella accompanied by pain